Event description:
A malfunction alarm occurred, indicated by the malfunction code malf 0, but there were no notable events prior to the issue. This malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, and a specific value or impact was not reported, indicating there was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by providing pump reset information, and after resetting, the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support if the issue arose again.